Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. Lot number was not provided therefore a ship history of previous lots sent to the customer was reviewed DHR found no issues. The most probable root cause has been determined to be use/user error as the dfu states: "leveen¿ coaccess¿ electrode system specific warnings: the colored insulated cannula must be used at all times when accessing tissue. Use of the electrode without the colored insulated cannula may result in serious burns to the patient and/or user." (B)(4).

Event description:
It was reported necrosis of the access site occurred. On (B)(6) 2017, a radiofrequency ablation (rfa) of the kidney was being performed. A leveen¿ coaccess¿ needle was inserted through the access site in the right flank of the patient; the insulated cannula was not used. The procedure was successfully completed. On (B)(6) 2017, the patient returned to the hospital with severe necrosis around the access site where the leveen¿ coaccess¿ needle was inserted, which measured about 2cm in diameter. There was also a large inflammatory margin around the necrosis. The necrosis was treated with removal of the necrosis and "secondary granulation" which was further clarified as "second course of ablation".